Event description:
Information received from a healthcare provider (hcp) via a manufacturer representative regarding a patient receiving hydromorphone 10mg/ml at 7mg/day via an implanted pump. Indication for use was noted as non-malignant pain and chronic low back pain. It was reported an alarm was heard. A critical alarm was occurring. Telemetry confirmed a motor stall at initial interrogation. The patient had not had an MRI recently. There were multiple motor stalls and recoveries. The initial stall started on (B)(6) 2016 and the last event that was seen in the logs was a motor stall recovery on (B)(6) 2016. The pump had 1 month to elective replacement indicator (eri). It was noted that the plan was to replace the pump soon anyway. No symptoms were reported. The manufacturer representative was in the hcp office, the patient mentioned the alarm, so the hcp asked the representative to read the pump. No actions were taken, as the pump restart occurred each time. The cause of the motor stalls were not determined. The device had not yet been explanted, however it was nearing eri so it was going to be replaced soon.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.